Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue with this device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Medical devices: guide wire: sion, guide cath: hyperion 6f al1.0. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a heavily tortuous, concentric and heavily calcified de novo distal right coronary artery that was 99% stenosed. A 2.0 x 15 mm mini trek balloon catheter was used and met initial resistance with the anatomy during advancement towards the lesion. Pre-dilatation was done; however, the balloon ruptured during the first inflation at 4 atmospheres. The device was therefore removed and replaced with a 2.0 mm non-abbott balloon catheter and further dilatation was done. Then a 2.25 x 18 mm xience alpine stent was advanced but it failed to cross the lesion due to the anatomy. Additionally, the tip of the stent delivery catheter was noted to be kinked when it was removed from the anatomy. Therefore, a non-abbott stent was implanted to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.